Manufacturer narrative:
Product event summary- the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit.the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that there was early battery depletion and unexpected longevity. The device was explanted and replaced. No patient c omplications have been reported as a result of this event.